Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed the infusion set for the first time and her blood glucose level was rising from 199 to 338 and the 486 mg/dl. Customer declined troubleshooting for high blood glucose and just wanted the infusion set to be replaced.